Event description:
A report was received that the patient had infection at the pocket site. Patient's symptoms were redness, swelling and drainage. The physician believed that the infection was not device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.